Event description:
The event occurred on an unspecified date and involved a 3-gang 1o2® manifold w/back check valve, rotating luer. The customer reported that "most of the complaints from operating room/anesthesia were that the diaphragm or valve that looks like the white button has fluid leaking around/out of it about one hour after infusion is started and would vary a little depending on how many infusions were plugged in and at what rate." There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.